Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests in the morning when it was identified that the system did not turn on and the normal operation page won't load. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc did not boot up and the review monitor remains at 00:00 with the system startup countdown. The flexvision pc turned on after pressing the power button and the system resumed normal operation. However, the command from the on button in the review module did not cause it to start automatically. The fse confirmed that there was issue with the flexvision pc that prevented it to boot up normally. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was hang up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.